Manufacturer narrative:
The pod was received with the needle mechanism deployed but the needle cap was secured on the bottom housing and the needle was found deployed into the needle cap. After the needle cap was removed, the needle mechanism was fully deployed and needle got deployed. Pod download data showed that it completed first and second priming, and then got deactivated. After investigation of the needle mechanism, no issues were found that would result in the needle failing to deploy. Although no problem was found with the device, the cause of the reported failure of the needle to deploy could not be determined.correction to d(4): lot number changed from unavailable to l45192. Catalog no changed from zxy425 to zxp425. Expiration date changed from unavailable to 4/12/2021. Model no changed from 14810 to 19191. Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 10/12/2019.

Manufacturer narrative:
The device has not been returned/received to date. If received a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Using the pod 5 / page 53. Warning: ¿check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged.¿ for your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pod was not worn.